Manufacturer narrative:
UDI: (B)(4). Evaluation of complaint data for the product and likely cause lot did not identify elevated complaint activity. Additionally, review of the device history record for the likely cause lot did not reveal any issues related to the customer's observations. A label review was also performed and found labeling to adequately address the customer's issue. Finally, review of the prism metrics field data indicates that the initial and repeat reactive rates for the abbott prism hbcore lot are less than the package insert upper 95% confidence intervals. As a result of the evaluation, there is not enough information to reasonably suggest a malfunction (within performance claims). This evaluation indicates that the product is performing as expected with respect to the complaint issue; there is no product deficiency.

Manufacturer narrative:
(B)(4). Patient identifier did not contain enough spaces for the entire ID. The entire ID is (B)(6). (B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated a repeat reactive prism hbcore result on sample, ID (B)(6), that tested roche ampliscreen pcr negative and hologic ultrioplus tma ((B)(6) marker probes) negative. No impact to patient management was reported. No specific patient information was provided.